Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's right side extension was exhibiting some ¿bowstringing¿. As a result, on 12 march, the physician successfully freed the extension from the scar tissue that had formed around it.